Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received with the jaw already in the open position. When the trigger was pulled, the actuator bent upward out of the shaft of the device, and the jaw would not close. It appeared that the jaw had slipped out of the actuator. This type of failure can occur when the user attempts to grasp excessive amounts of suture with the jaw, therefore causing the actuator to dislocate from the jaw. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's penetrating grasper 35 degrees up jaws would not shut. The sales rep stated that there was an audible snapping noise when the surgeon was attempting to use the device. The case was completed with another like-device with no patient harm or delay. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.